Manufacturer narrative:
(B)(4). H6. Codes: health effect - clinical code problem code: 4581 "nervous" / code not available. H6. Codes: health effect - clinical code problem code: correction to disregard 4581. Appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
B1 adverse event and/or product problem- additional. B2 outcomes attributed to adverse event - additional. B5 describe event or problem - additional. B6 relevant tests/laboratory data, inclu - correction. H1 type of reportable event - correction. H2 correction/additional information. H6 health effect impact code - correction. H6 health effect clinical code - correction.

Event description:
Subsequent to the initial MDR, additional information became available on 04/09/2026 deeming this as an adverse event. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 03/26/2026, it was reported that the patient experienced being light-headed and nervous. The cgm was reading 76 mg/dl, and the blood glucose reading was 576 mg/dl. The patient self-treated with 25 units of insulin and 2 tablets glimepiride. While reporting the event to dexcom on (B)(6) 2026, the patient stated they were going to the hospital. Initially it was confirmed during a follow up that day that the patient was in the emergency room (ER) being monitored but no further information was received. At another time during the event, the cgm read 169 mg/dl while the bg read 535 mg/dl. The initial mr was completed before the information about the ER was inserted in the complaint. When the reporter was contacted again on 04/07/2026, she confirmed that the patient was eventually confined for 1 night and spent more than 24 hours at the hospital at that time. The reporter stated that the patient received treatment with insulin, but no route was reported. No further information was given regarding this, and the call was finished. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.